Event description:
The reporter stated that the unit incorrectly identifies a 5cc syringe as a 20cc syringe. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The reporter's complaint was verified. All of the calibrations parameters were outside of specifications. The tamper sticker was missing indicating that the device was opened up. During the evaluation it was discovered that parts were not plugged in, were missing, installed incorrectly, were cracked indicating impact damage, and had normal wear and tear. Once the device was re-calibrated it passed all functional and delivery tests. The periodic calibration of the device should be part of the facilities normal preventive maintenance program. This is being monitored for trends.